Manufacturer narrative:
Concomitant products: 507652 lead & 419488 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning had triggered due to short v-v intervals. It was noted that the right ventricular (rv) lead exhibited high impedance, noise, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.